Event description:
Health care professional reports home pt contracted peritonitis during treatment with homechoice device. Home pt was hospitalized on /26/98 and treated with 1g cefazolin. Home pt was released from the hosp on 4/30/98 and is recovering well. There was no device malfunction and health care professional does not attribute the device as the cause of the infection.